Event description:
The customer observed falsely elevated architect ca19-9xr patient results that were not consistent with the patient's clinical history when recalled reagent lot 08852m500 was in use. The customer provided an example of the elevated results with recalled lot 08852m500 as follows: specimen 2, 43.8 u/ml. No repeat testing was performed, however, the patient had a previous ca19-9 value of 16.2 u/ml. Based on the falsely elevated result, the patient had a CT scan performed. The customer's issue was resolved when the customer changed the lot of reagent. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.